Manufacturer narrative:
Eval summary: the product was not returned for evaluation. X-rays were also not returned for evaluation. Therefore, the cause of the tibial component loosening and wear of the articular surface cannot be definitively determined due to insufficient information. The wear performance of an articular surface is dependent on many factors, including patient activity and patient weight, many of which are out of the control of the manufacturer. The component in question was properly manufactured from approved materials in accordance with the manufacturing processes at that time. H6: eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in early 1994 and explanted in 2008. There was evidence of wear on the poly and the tibia was loose, so the tibia and poly were replaced.